Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the overpressure safety valve was occluded. The product was changed out. There was no patient injury. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device, and upon evaluation the complaint was not confirmed. Visual inspection noted that the ports on both the positive and negative housings were deformed. Performance testing found the device to be operating according to terumo specifications. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.